Event description:
The ge oec 9800 fluoroscopy system had the vertical column that would intermittently not go down correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective ps3 power supply. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.